Manufacturer narrative:
Correction: further review prompted a change in the device analysis results. The change is reflected in this report under section h6 -conclusion code(s). Additional information: g3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: right ventricular (rv) lead. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿aortic perforation by active-fixation atrial pacing lead¿ pace - pacing and clinical electrophysiology. 2004; 27(3):417-418. Doi: 10.1111/j.1540-8159.2004.00456. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this patient¿s right atrial (ra) active-fixation lead. The patient underwent an implantable pacemaker system. The article reported that the ra lead had been implanted ¿without any reported difficulty.¿ another active-fixation lead was implanted in the right ventricle. Approximately two hours after the procedure, the patient complained of ¿intermittent chest pain.¿ the pacemaker was interrogated, and it showed normal function. The day after the procedure, the patient experienced the ¿sudden onset of chest pain radiating to the throat and back associated with dyspnea.¿ low blood pressure was also noted. The echo-cardiogram revealed a ¿large pericardial effusion, and signs consistent with thrombus. The patient ¿immediately¿ underwent a thoracotomy and decompression of cardiac tamponade. After the blood was drained, there was bright red blood ¿welling up¿ through a ¿single laceration/perforation¿ where the ra lead tip was. A suture ¿easily controlled the bleeding.¿ no other bleeding sites were observed. The patient recovered without any consequences. Five days later, the ra lead was repositioned with out any complications. Before the patient was discharged, another echo-cardiogram revealed normal size and function, and no evidence ofpericardial effusion. Three months post-procedure, the system was found to be functioning well. The lead appears to be still in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.